Event description:
It was reported that this inflatable penile prosthesis was removed due to a pump mechanical issue and inflation issues as the device was unable to maintain an erect state. A new inflatable penile prosthesis was implanted. No patient complications were reported.